Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 300's mg/dl and a correction bolus was delivered to address the bg level. The customer changed their pump supplies to resolve the elevated bg level.